Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted there were 456 ventricular sic since last session 3.2 days ago and the rv pace impedance was steady at approximately 430 ohms through (B)(6) 2015, then spiked out of range (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented to the emergency room upon physician request after an alert was observed via remote transmission. It was noted the right ventricular (rv) lead exhibited high impedance and oversensing, along with a lead fracture. The rv lead was capped and during the replacement procedure, a new rv lead was implanted; however, after twenty-five turns, the helix would not extend. The rv lead was removed from the body and it was confirmed that the helix would not extend. The replacement rv lead was not implanted and replaced. No patient complications have been reported as a result of this event.